Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation dampener to resolve the issue.

Event description:
The technician alleged that the head of the bed would not go down and that cardio pulmonary resuscitation was not functioning. No pt impact.